Event description:
Pieces of tampons stuck inside vagina [foreign body in reproductive tract]. While removing tampons they would rip...pieces of tampons stuck inside me [complication of device removal]. Tampons rip [device breakage]. Case description: consumer sent e-mail stating the tampons ripped while removing them from her vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
06-apr-2021, product investigation results- no manufacturing cause identified based on investigation.

Event description:
Pieces of tampons stuck inside vagina [foreign body in reproductive tract]. While removing tampons they would rip...pieces of tampons stuck inside me [complication of device removal]. Tampons rip [device breakage]. Case description: consumer sent e-mail stating the tampons ripped while removing them from her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pieces of tampons stuck inside vagina [foreign body in reproductive tract]. While removing tampons they would rip...pieces of tampons stuck inside me [complication of device removal]. Tampons rip [device breakage]. Consumer sent e-mail stating the tampons ripped while removing them from her vagina. No serious injury was reported.